Event description:
Procedure: laparoscopic cystectomy. Reportedly, when operating, tried to insert the device into the cavity, black foreign material dropped into the cavity. Used another device. No patient injury reported.